Event description:
Family member reported patient having a study for a colon stimulator, eight to ten years ago. Recently the patient has not used the device due to an operation. The stone had been discovered in (B)(6) 2014, when an x-ray had revealed the stone. The mesh had been found during the removal of the stone. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).